Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, an unspecified amount of solution leaked onto the pt and the floor. The nurse reported the tubing set had separated "on the opposite side of the flat, smooth side of the filter." The solution that leaked was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.